Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Device evaluation: the pcb00 insertion device was received. The sample was evaluated and the plunger was observed in advanced position. The plunger was gently pulled back and found locked. A visual inspection under a microscope was performed and indications of coating. The cartridge is cracked at the tip and tube. No traces of viscoelastic were identified. The directions for use (dfu) state that the user should completely fill the viewing window of the pcb00 with ophthalmic viscoelastic (ovd). The preloaded assembly was evaluated and no damage, flash, screw thread and nut thread, were found without damage; and no visible gaps identified. The iol lens was stuck and torn at the cartridge crack area. The reported issue was verified. Based on the analysis of the returned product, a product quality deficiency could not be determined. Manufacturing record review: manufacturing record review of the production order revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed no additional investigations were requested for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, the cartridge of pcb00 intraocular lens was damaged during handling, but prior to insertion. It was noted that there was no patient contact. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.